Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed. The device was reprogrammed as recommended. There were no adverse consequences to the patient.